Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention symptoms. Customer stated that received no delivery, rewind and fill tubing messages and had to be admitted with diabetic ketoacidosis. Troubleshooting was performed for no delivery alarm and performed 5.0 unit fixed prime. Customer states the insulin did not exit. The customer treated in hospital. Troubleshooting was performed. The customer was hospitalized and blood glucose value when admitted to hospital was 400 mg/dl. The customer complained about no delivery, rewind and fill tubing messages and had to be admitted with diabetic ketoacidosis and cause of hospitalization per healthcare professional's is due to diabetic ketoacidosis and hyperglycemia. Customer wearing the pump at time of hospitalization. The product was not returned for analysis.